Manufacturer narrative:
(B)(4). Results of evaluation: (vessel perforation); (thin vessels); (use of another manufacturer's closure device). Conclusion: (thin vessels); (use of another manufacturer's closure device).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as thinned vessels from prolonged use of steroids in the past 30 years. The appearance of the vessels could not be appreciated on the films. The implant procedure was successfully done percutaneously. During vessel closure with another manufacturer's device, the sutures pulled through the vessel because, it was so thinned out on the right side (main side). There was some bleeding which was controlled by the physician applying pressure externally. The femoral artery was opened and successfully hand sutured. No additional clinical sequelae were reported and the pt is fine.